Event description:
It was reported that during a hardware removal, the tips of two conical extraction screws broke off into the head of the screw. All hardware was reportedly removed, the broken tips were retrieved. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The conical extraction screw was returned with the tip broken off, only approximately 9.1mm of the tip remained. Part shows burrs at the break site, marks and light wear marks on the shaft, indicating use. Based on the evaluation performed and on the fact that the damaged portion of the product makes physical dimensional verification of the tip features impossible, this complaint is deemed indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)